Event description:
The customer stated she had a fasting blood glucose lab comparision performed because of false results. The lab result was 97mg/dl and the customers device read 132mg/dl. Controls were in range. A request was made for the return of the suspect device and replacement product was sent.